Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Service determined that the proximate causes of the issues noted were: bezel assembly replacement is due to the being recall affected. Replacement of the display board is a result of a electrical failure. Rear case damaged from wear. Ail sensor assembly damaged from wear. Iuis replaced to due wear/corrosion. There was no reported patient involvement. This device is used for therapeutic purposes.

Manufacturer narrative:
This reported event and subsequent repairs on damaged components and other issues were investigated through the service repair process. Service determined that the proximate causes of the issues noted were: bezel assembly replacement is due to the being recall affected. Replacement of the display board is a result of a dim segment. Rear case damaged from wear. Ail sensor assembly damaged from wear. Iuis replaced to due wear/corrosion.

Event description:
The device was found to have damaged components.